Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, a suture break occurred while advancing the trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty was not confirmed as the items needed were not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The cause of the reported material separation cannot be determined. The suture trimmer and suture were not returned. Factors that may contribute to difficulty during knot advancement include, but are not limited to, the rail suture and cutter not being co-axial, user error (pushing more than tensioning the rail limb, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.